Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient said they need to get an MRI of their back because they have a t9 fracture in their spine. Patient said they fell last night at home and they have been having more problems with their back since then. Patient was trying to connect to their implant to put it into MRI mode, but they were getting a message that said operation failed, an error has occurred while performing the operation. Please try again. Patient services had patient power off communicator and recharger and restart the app. Agent guided patient through correct communicator and app usage, and patient got a communicating with device screen, however the app would not bypass the screen. Agent had patient restart the app once more. The troubleshooting steps taken on the call resolved the issue. Patient successfully activated MRI mode. Patient also mentioned seeing a por screen but patient self troubleshooted dismissal of the screen. Sn of communicator was not obtained because patient was in pain and waiting for an MRI.